Manufacturer narrative:
Product analysis: analysis was able to determine that the external pulse generator (epg)'s encoder assembly and one knob were contaminated. It was noted that the hanger assembly and the lower case were broken. It was further noted that a capacitor was damaged on the main printed circuit board (pcb). In addition, it was noted that the display wire was pinched with wire insulation exposed. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) required test and calibration and it was requested to repair the epg as needed. The epg was returned for service and tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.